Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Samples used in the study were collected from various stages of symptom onset. Samples were possibly below the sofia lod. Root cause: could not duplicate with retains. Source: phone.

Event description:
One discordant result obtained during an evaluation day. The sofia sars resulted negative and pcr resulted positive. The sampled was collected concurrently with pcr.